Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4/4 of her automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. A follow-up call in 2005 revealed that the patient had been diagnosed with peritonitis.